Manufacturer narrative:
MDR [0003015876-2020-00007] was sent in error. The issue reported to physio-control is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.